Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller display screen turning green and hard to read was confirmed. The system controller (serial number: (B)(6)) was returned for analysis and log files were submitted. Data from the reported event date of (B)(6) 2024 was reviewed. A backup battery fault alarm was active at 09:48:16 due to the battery not passing the load test. The driveline was disconnected at 12:34:09 for the reported system controller exchange. There were no other notable events active in the log file. Pump operation was not affected. The system controller was functionally tested and did not pass testing. Upon connecting the system controller to power, the liquid crystal display (lcd) screen was found to be green and barely visible. The system controller was then opened to further assess the issue with the lcd screen. It was found that upon opening the system controller, fluid ingress was present on the entire inside of the system controller. Due to the fluid contamination of the printed circuit board assembly (pcba), no further testing was performed. The root cause of the reported event was determined to be fluid ingress within the controller; however, a cause for the ingress of fluid could not be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook (rev. G) section 4-¿living with the heartmate iii¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's display got more and more green over the past weeks and month. During the course the parameters were not longer clearly recognizable. No technical issues occurred. The back cover of the emergency backup battery (ebb) was opened and some green fluid was noticed directly next to the internal ebb connector to the electronics. The system controller was exchanged.